Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. The customer has refused return of the ventilator or an evaluation to take place. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during use on a neonatal patient, the actual pip (peak inspiratory pressure) measurement on a 980 ventilator was more than the settings. According to the attending physician, the delivery of the high pressure resulted in patient injury (barotrauma). Reportedly, a chest tube was inserted into the patient to remove the excessive air. The patient was removed from the ventilator and placed on an alternate ventilator.

Manufacturer narrative:
Correction to section: catalog number, serial number and unique identifier number. Correction to section: manufacture date. The serial number was confirmed by the distributor. Additional information received as follows: per the distributor, the device was used by the respiratory therapists and physicians without attending training on the neonate mode. The distributor reported to medtronic that they have assumed all training for their customers. Per distributor, the ventilator was evaluated and testing performed. All testing passed per specifications and was released as safe. If information is provided in the future, a supplemental report will be issued.